Manufacturer narrative:
The vyaire business partner evaluated the suspect device and no failure was detected, no parts were replaced and the device was returned to the end user facility. No sample is available for return, therefore no further investigation can be performed.

Manufacturer narrative:
At this time, carefusion has not received the suspect device/component for evaluation. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that while using the avea ventilator, it was not delivering breaths. The customer stated the unit was on a patient and could not breathe. There was no harm or injury to the patient.